Event description:
The customer reported that the insulin pump had a button error alarm and was unresponsive. The customer reported replacing the battery, but the device was still unresponsive. The customer stated that the insulin pump was in her pocket during hot weather. Blood glucose level at the time of the incident was 159 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The device had minor scratched display window, cracked display window corners, cracked reservoir tube lip, and cracked battery tube threads.